Manufacturer narrative:
The t:slim user guide states: warning-never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in the unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Review of pump history showed the infusion set tubing and cannula were filled normally. Customer reported that an attempt was made to fill cannula again and customer may have filled tubing by mistake, delivering 30 units of insulin. Customer could not explain why an attempt was made to fill the cannula again. Customer lost consciousness, was hospitalized, and treated with intravenous glucose. Customer's bg level improved from 33 mg/dl to 145 mg/dl. Customer was reported as stable and released from the hospital same day.